Manufacturer narrative:
Cook fusion quattro extraction balloon (fs-qeb-xl-a). Investigation evaluation: our evaluation of the product said to be involved confirmed wire guide coating damage near the distal end. The coil spring is still attached to the distal end of the wire guide. The wire guide is kinked at the distal tip, approximately 4.2 cm from the distal end. Between approximately 23.3 cm to 24.0 cm from the distal end, the wire guide covering has bunched up (like an accordion) and folded over itself at least once. Approximately 24.0 cm to 27.1 cm from the distal end is a section of bare core wire. The wire guide covering feels rough with a couple small kinks approximately 160.7 cm to 168.6 cm from the distal end. Due to the condition of the returned device it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques described include, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide coating damage. Prior to distribution, all fusion omni-tome pre-loaded with acrobat wire guide are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Cook fusion quattro extraction balloon (fs-qeb-xl-a) investigation evaluation: our evaluation of the product said to be involved confirmed wire guide coating damage near the distal end. The coil spring is still attached to the distal end of the wire guide. The wire guide is kinked at the distal tip, approximately 4.2 cm from the distal end. Between approximately 23.3 cm to 24.0 cm from the distal end, the wire guide covering has bunched up (like an accordion) and folded over itself at least once. Approximately 24.0 cm to 27.1 cm from the distal end is a section of bare core wire. The wire guide covering feels rough with a couple small kinks approximately 160.7 cm to 168.6 cm from the distal end. Due to the condition of the returned device it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques described include, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide coating damage. Prior to distribution, all fusion omni-tome pre-loaded with acrobat wire guide are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
On (B)(6), 2015, we received a complainant device, a cook fusion quattro extraction balloon (see MDR 1037905-2015-00383). This extraction balloon was returned loaded with the cook acrobat calibrated tip wire guide. Upon examination, coating damage was noted 24 cm to 27.1 cm from the distal end. After further investigation, we received the following: during an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion omni-tome preloaded with acrobat wire guide. After the sphincterotomy, an exchange was performed on the preloaded wire guide from the sphincterotome to the extraction balloon.